Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revised due to instability and pain." The exact implantation date was not provided, however, it was indicated that the reported device was implanted in early to mid 1990's.